Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, a coil detached. The target lesion was located in the severely tortuous gastric vein. Utilizing continuous flush, 14mm x 20mm interlocking detachable coils (idc) was inserted into unknown microcatheter and detached. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed that the interlocking arm had been pulled off.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned device revealed that the coil was stuck in the microcatheter 110cm from the microcatheter hub. The coil was covered in blood, the proximal end of the coil was severely stretched and the interlocking arm had been pulled off. The coil interlocking arm was attached to one of the coil fiber bundles. Microscopic inspection revealed that the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage was noted. There was evidence of weld marks on the interlocking arm of the coil and on the coil. Dimensional measurements of the catheter and coil, were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as difficulty was experienced removing the coil from the microcatheter due to the presence of a significant amount of blood. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter. The dfu instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in difficulties advancing the coil in the microcatheter. (B)(4).